Manufacturer narrative:
The reported damage to the catheter was confirmed. The distal coupler was shifted causing the spline material to be compressed in the direction of the shift. Additionally, the outer spline and frame was torn. It should be noted that an 8f sheath was used. The recommended sheath size is 8.5f minimum. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced coupler and torn tubing and frame is consistent with the wrong size sheath being used and damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, one end of the spline separated from the catheter while being removed from the sheath. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.